Manufacturer narrative:
It was reported by customer that there was a piece that disconnected while using it on patient. One sample of item ms3500-15 was submitted for quality evaluation. Visual inspection of the sample indicates that the male luer separated from the tubing. Further examination of the sample indicates a lack of solvent at the bonding location between the tubing and male luer body. The customer complaint of separation was confirmed. The investigation was continued at the manufacturing facility to determine the root cause. After the investigation, it was determined that the solvent dispenser was not functioning properly due to a misalignment of the dispenser. Adjustments and additions to the assembly equipment were conducted in order to resolve the issue for future production and the assembly personnel were notified to ensure that the equipment is properly aligned and adjusted during assembly. A device history record review for model ms3500-15 lot number 24053232 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that there was a piece that disconnected while using it on patient. .